Event description:
The consumer reported that the patient had problems with the device since implant on (B)(6) 2015. The patient's device had turned off by itself and this was determined at a last follow-up appointment. Then at the next appointment, the setting went down, so the health care provider (hcp) turned it up. The last 2 checks were okay. The patient had a loss of therapy and had a return of symptoms of vomiting and diarrhea. This was a recent incident over the last 3 days since (B)(6) 2016. The patient had a fall 2 weeks ago that could be related to the issue. The patient went shopping and was told theft detectors shouldn't affect their device. The patient also just recently flew. The indications for use for this patient were gastric stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.